Event description:
Device issue: difficult to remove; guide wire separation. Adverse event: surgical intervention. Time of device issue and adverse event: during the procedure. It was reported that during a procedure in the severely tortuous left anterior descending artery (lad) and the ostial d1, a non-abbott guide wire (gw) was advanced to the distal lad with support of a non-abbott micro-catheter. The non-abbott gw was then exchanged with another non-abbott gw and the vessel was strengthened. A non-abbott stent was deployed in the mid lad and timi 1 flow was observed in the distal lad. The non-abbott gw was retracted proximal to the stent and flow was restored. An accordion effect was seen and a bmw gw was advanced to the mid lad, just proximal to the stent. A second bmw gw was advanced to the d1 and a non-abbott stent was deployed at the ostial d1. The guide wires were exchanged between the lad and d1 and several post-dilations were performed using voyager nc dilatation catheters. There was difficulty advancing a second non-abbott stent to the proximal lad and the entire system prolapsed into the aorta. A bmw gw was advanced to d1 without difficulty. A second bmw gw was advanced to the distal lad. The tip became stuck at the proximal stent strut in the mid lad stent. An unsuccessful attempt was made to retrieve the gw using a rx voyager balloon catheter. Finally, a non-abbott micro-catheter was used with force to retract the guide wire, resulting in the guide wire tip and intermediate coil detaching and separating into two parts. The coil section remained from the mid lad to aorta. Under fluoroscopy, the mid lad non-abbott stent was observed to be deformed. Emergency by-pass surgery was performed at another hospital where the guide wire was removed from the anatomy. There was no reported adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. A review of the device lot history record is forthcoming. A follow up will be submitted with any relevant info.